Manufacturer narrative:
The reporter's meter and 2 test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.5 - 3.7 inr): qc 1: 3.0 inr. Qc 2: 3.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The results that were alleged on 15-jan-2020 were observed in the customer¿s meter memory on a different date (16-jan-2020), and the result that was alleged on 16-jan-2020 was observed in the customer¿s meter memory on 17-jan-2020. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Relevant retention test strips (lot 409638) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Reporter occupation is lay user/patient. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4) compared to a laboratory result using an unknown method. Results received on 15-jan-2020: at approximately 12:00 pm the laboratory result was 2.0 inr. At 12:31 pm the meter result was 4.9 inr. At 12:34 pm the meter result was 3.9 inr. Results received on 16-jan-2020: at 9:40 am the meter result was 3.3 inr. At approximately 12:00 pm the laboratory result was 2.2 inr. The customer¿s therapeutic range is 2.5-3.5inr.